Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on the right side. Post-operatively, the patient elected to undergo revision surgery on (B)(4) 2022, for unspecified reasons. During the surgery, it was discovered that the right breast implant had ruptured. Subsequently, both the patient's right and left implants were removed and replaced with the following: (right) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 7725503 sn: (B)(4) and (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9534375 sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2022, the mentor failure analysis lab received the device for evaluation. Mentor also became aware of the correct patient's date of birth. On march 24, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 450cc breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed, and the cause of the rupture could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.